Event description:
A customer observed lower than expected vitros phyt quality control results while using the vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation concludes that the customer observed biased vitros phyt quality control results when using their vitros 350 system. The investigation determined that the most likely cause of the phs event was user error for not following the manufacturer's instructions for use for the handling of the vitros immuno-wash fluid (iwf). There is no evidence that the vitros 350 analyzer or phyt reagent slides malfunctioned.